Manufacturer narrative:
Citation: takagi h et al. Meta-analysis of valve-in-valve transcatheter versus redo surgical aortic valve replacement. Thorac cardiovasc surg. 2019 jun;67(4):243-250. Doi: 10.1055/s-0038-1668135. Epub 2018 aug 16. Attached supplementary table and figures pdfs. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of whether valve-in-valve transcatheter aortic valve implantation (viv-tavi) is associated with better survival than redo surgical aortic valve replacement (savr) in patients with degenerated aortic valve bioprostheses. All data were collected from a meta-analysis review of 6 studies that were published between 2015 and 2017. The study population included 498 patients and was predominantly male with a mean age of 75 years. An unspecified proportion of the patient population were previously implanted with medtronic surgical aortic valves: freestyle, hancock, and mosaic. Another unspecified proportion of the patient population underwent viv-tavi with medtronic transcatheter aortic valves: corevalve and evolut r. No serial numbers were provided. In the article, it was stated that the data regarding all-cause mortality in both the viv-tavi and redo savr groups was used to generate odds ratios and 95% confidence intervals. The exact number of early and mid-term all-cause deaths were not reported. Multiple manufacturers heart valve products were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all freestyle, hancock, and mosaic patients, adverse events included: viv-tavi or redo savr due to bioprosthetic valve degeneration. The type(s) of degeneration were not reported. It was noted that the subset of patients with degenerated freestyle valves were only treated with viv-tavi. Based on the available information, medtronic product was associated with these adverse events. Among all corevalve patients, adverse events included: new permanent pacemaker implantation, myocardial infarction, bleeding complications, vascular complications, stroke, mild paravalvular leak, patient-prosthesis mismatch, and elevated post-operative mean aortic valve gradients. Among all evolut r patients, adverse events included: new permanent pacemaker implantation, myocardial infarction, bleeding complications, and vascular complications. Based on the available information, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.